Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: video-assisted thorascopic surgery (vats). According to the reporter: while firing on lung tissue, stapler fired 15mm and stopped in tissue that was not thick at all. The instrument also had difficulty with the cartridge jaw opening and closing. After a certain point the cartridge sprang open to release the tissue. They opened the backup idrive ultra and completed the case. No reinforcement material was used. There was no unanticipated tissue loss. There was no unanticipated tissue damage. There was no unanticipated blood loss of more than 500 cc. There was no delay over 30 minutes.